Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's had impedances on a lead, preventing the patient from getting effective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. As well as both ipg's were electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.